Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips. Some clips were not closing all the way and falling off tissue as well. The device was not from a kit. It is unknown if a cholangiogram was performed in the case. A competitor&#38112;device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded after the procedure.